Manufacturer narrative:
Patient code: (B)(4). (Patient is under medical control). Evaluation summary:post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident was the instrument locked on tissue during a lung resection. Initial visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with sulu. After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted a sheared tooth on the firing rack. A review of the device history record indicates this device lot number was released meeting all quality re lease specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a pulmonary resection, the device locked in the third shot. The device partially fire. There was an incomplete staple line. The jaws of the device got stuck and lock on tissue and it was cut with the cold scalped to be removed from tissue. A second device was used to resolve this and to continue with the procedure. There was unanticipated tissue loss. The patient status is: in medical control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.